Event description:
The account alleges that during use the device was providing false measurements. Invasive pressure kept increasing due to treatment, but non-invasive pressure was much lower. No additional patient consequence to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and the complaint is confirmed. Root cause is attributed to the user. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.